Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 1.0, 1.5. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.0; 2nd inr: 1.5; mean: 1.25; sd: 0.35; %cv: 28.28. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 12, return1: 1.6; in-house2: 1.6; in-house3: 1.6; mean: 1.6; sd: 0.00; %cv: 0.00. Donor 13: 2.7, 2.8, 2.7, 2.73, 0.06, 2.11. For each pair of replicates for each sample tested on strip lot 247451, mean and standard deviations were calculated. In-house %cv results were 0% and 2.11%, respectively for each donor and are less than 16%. No discrepant results were established on returned and in-house meters. No further action is required. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot #237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate below total complaint action threshold of(B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.